Manufacturer narrative:
Device received with operational currents within specification and passed self test and displacement test. Power error due to connector resistance issue electrical board.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed power error. The customer's blood glucose was unknown at the time of incident. The customer was advised how to perform troubleshooting. The customer reported that the power error alarm recurred within a week after troubleshooting. The insulin pump was returned for analysis.